Event description:
After the delivery of the stent, the operator had some difficulties pulling out the atw wire. The physician observed that while the body of the guidewire was coming out, the tip wasn't. Once he succeeded, the wire tip was still attached to the body, but the distal coil was "not a coil anymore."